Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During investigation it was noted that there was a 15 minute delay in the procedure due to swapping out the subject device for a similar one. The procedure was completed and there were no reports of patient harm due to the delay. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported event could not be determined. The following is included in the device IFU: "important information ¿ please read before use. Warnings and cautions: [warning]. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found a leaking instrument channel, a scratched distal end, the adhesive on the bending section cover was cracked, the ultrasound medical products had 2 broken elements, switch 1 was cut, and the play of the up/down and right/left knobs were loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope was missing the ke-45 adhesive on the forceps cover and the ultrasound image had 2 elements broken. There was no patient involvement.